Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, this right atrial (ra) lead exhibited noise with oversensing and pacing inhibition when attached to the new device. It was also noted that the ra lead was fractured. This ra lead was surgically abandoned, and no additional adverse patient effects were reported.